Event description:
A report was received from (B)(6) with information stating that during patient use an oxygen sensor calibration error occurred. There was no medial intervention or adverse patient effects reported.

Manufacturer narrative:
The user facility inspected the device and confirmed the reported issue. The user facility reportedly replaced the o2 sensor to resolve the issue. No additional information was provided by the customer. (B)(4) .